Manufacturer narrative:
(B)(4). (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was not reported. On unreported dates, the patient was hospitalized "for one week" for the peritonitis and during the hospitalization began treatment for the event with an unspecified intraperitoneal antibiotic (dose and frequency was not reported). At the time of this report, the patient was in the hospital and it was reported that the patient ¿was not responding to the specific antibiotic that was being given to the patient¿ (unspecified). No further information was provided regarding if the patient received further treatment, whether pd therapy was ongoing, or regarding the outcome of the peritonitis event. No additional information is available.